Manufacturer narrative:
(B)(4).

Event description:
Repair of a previously placed open endografts from another manufacturer was placed during this procedure and endoanchors were being used to provide securement. The first two endoanchors were placed without issue. During deployment of the third endoanchor, the heli-fx applier encountered some difficulty (may have hit a pleat in the graft material) advancing the endoanchor into the graft material/vessel wall. The endoanchor appeared to become deformed and was deployed into the lumen of the vessel. A snare was used to capture and remove the mis-deployed endoanchor. After removing the endoanchor, six more were successfully deployed with the same heli-fx applier. Overall, 4 of the endoanchors were deployed without any issue while the other 4 met some resistance but were ultimately deployed completely. Other manufacturer's stent graft placed in this procedure was oversized as the graft diameter was 32 mm and the distal neck of the vessel was 26mm. Additionally, the endoanchors had to penetrate two layers of material due to the previously placed open vascular graft.